Event description:
In 2008, it was reported to boston scientific corp. That a male pt (age ad weight unk) underwent treatment with a prolieve thermodilatation kit on the day before, as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, during introduction, the physician experienced endoureteral resistance to placement of treatment catheter at proximal urethra. Due to this incident, the procedure was aborted prior to microwave therapy. The pt was then catheterized with evidence of urethral bleeding. An immediate cystoscopy displayed a false passage just distal to external sphincter. The physician advanced a 16 french foley catheter over two guidewires into the bladder. The foley catheter irrigated easily and urine was clear. Gauze traction was applied over the foley for peri-urethral bleeding. The pt was placed on levaquin (prophylactically) and instructed regarding foley care. On the same day, the event was termed mild, however, the bleeding associated with the tear lead to the pt's impatient hospitalization. No additional treatment (foley catheter) was required during hospitalization. The pt was discharged on three days after the original date. No additional info is available at this time. Requests for additional information regarding pt status have been sent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of by the user facility, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.